Event description:
Tap. It was reported that 49 days after implantation of a 2.75x32mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the posterior atrioventricular branch artery (pac). A pre-intervention stenosis of 100% was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesion. A 2.75x32mm taxus express2 drug eluting stent was deployed in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. The patient received plavix after the procedure. It was reported that the patient tolerated the procedure well. No complications were reported. The patient presented 49 days after the initial procedure with a 100% in-stent restenosis in the pav. Ptca was performed on the lesion. A 2.75x32mm taxus stent was deployed in the region of the lesion. It was not reported that the lesion was post-dilated. A post-intervention residual stenosis of 0% was reported. No further complications were reported.

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.